Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the physician experienced difficulty deflating the balloon. The balloon was partially deflated and removed without incident. No pt complication or injury occurred.